Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 22.0 diopter intraocular lens (iol) was stuck in the silver pscst30 cartridge, and was partially inserted into the patient's right (od) eye. The lens was replaced with another lens of the same model and diopter. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/23/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. The sample was evaluated, and the cartridge was in good condition only residues of viscoelastic was observed. As part of the investigation, the sample was evaluated by an incoming inspection trained to verify the condition of the sample. The operator performs the inspection on the sample and the sample met all the specifications required. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no non- conformance reports (nc) and no ER (exemption report) were found associated to this production order (po). Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.